Manufacturer narrative:
Pr (B)(4). Follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 5729504.

Event description:
No additional information was provided.

Event description:
Material# unknown. Batch# 1263917. It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: it was reported by customer that white powder found inside 10cc syringe verbatim: rcc received a complaint via email. Notification number: 200503528. Notification created date: 6/20/2022. Notification description: white powder found inside 10cc syringe component number: 26005 component description: dnq lts syr 10ml l/l component lot serial number: (B)(6). Regulatory date reported: 3/22/2024. Regulatory reference number: (B)(4). Additional information provided: 1. What is the date of event? 04/13/2022. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm to patient. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.